Event description:
Healthcare provider reports problems with the protime software data giving incorrect results.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional info for further complaint investigation.